Event description:
It was reported that during a routine follow-up, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. No resulting adverse patient effects were reported however the patients mood was poor. Additional information noted that this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow-up, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. No resulting adverse patient effects were reported however the patients mood was poor. Additional information noted that this device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was deactivated and will not be returned. Upon additional information this investigation will be updated.

Manufacturer narrative:
Following explant, return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. No resulting adverse patient effects were reported however the patients mood was poor. To date the device remains implanted and in service, pending the data review to confirm an acceptable replacement window. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.